Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, minimum fill messages. Reportedly, the cartridges were pre-filled with insulin. Additionally, the customer was in a hurry, and was unsure if an old or new cartridge had been loaded onto the pump. During troubleshooting with tandem technical support, the customer loaded a new cartridge successfully. The customer's blood glucose level was 164 mg/dl.